Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor would not start and the signal was not found. Customer's blood glucose was unknown mg/dl. Customer stated that sensor was removed and noticed that the electrode is missing. Product is being replaced. Sensor will not be returned for analysis.